Event description:
The customer called and reported experiencing lod blood glucose of 29 mg/dl, about which the glucose sensor did not alert her. Customer treated for low blood glucose with orange juice. At the time of this report, customer's sensor showed 330 mg/dl and her blood glucose was at 257 mg/dl. The sensor is not being returned for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.